Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having low blood glucose and paramedics were called. The customer's blood glucose reading was 47mg/dl, and by the time he got to the hospital his glucose reading was 202mg/dl. The customer was treated until his blood glucose came stable. The customer also stated having another episode of low glucose of 70mg/dl. The customer requested a replacement of the insulin pump. It was found that the customer was not bolusing for many hours before his low blood glucose. No further information was provided.